Event description:
The complaint/event occurred on an unspecified date approximately around the timespan of (B)(6) 2024 through (B)(6) 2024. The issue involved a tego¿ connector that reportedly cracked during patient use. It was also reported as very difficult to remove the tego from the dialysis catheter. The customer reported that this was due to a manufacturing problem. The user facility has been using these 'tego plugs' for hemodialysis for almost 13 years. The customer reported that this is the first time this type of problem has occurred. The facility has not changed the type of dialysis, the catheters, equipment, nor any of the supplies used in hemodialysis. The customer stressed concern about the cracks and that they could contribute to an increased risk of bloodstream infections and air embolisms in patients. The 'tego plug' is the only connector approved for use on patients with dialysis catheters at the facility. Having to apply extra pressure to remove the tego connector leading to the risk of accidental dislodgement of the dialysis catheter was also a concern described by the customer. The problem has been reported as recurrent. There was an unspecified delay to treatment, unspecified and unexpected diagnostic intervention and unspecified patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter full phone number: (B)(6).

Manufacturer narrative:
Many images were attached on the complaint record, the photo with the lot number same as this complaint was opened and no physical damage or anomalies are observed. Three used tego¿ connectors were returned for evaluation on 4/16/2025. As received, a torn seal damage was observed in 1 of the samples. The other 2 samples no significant damage or anomalies were found. No mating device was returned for evaluation. The 2 samples without damage passed all the test after been tested as procedure. Complaint can be confirmed. The probable cause of tego plugs crack and are very difficult to remove from the dialysis catheter is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.